Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient experienced a hypoglycemic episode and lost consciousness. The patient¿s husband administered baqsimi (nasal glucagon spray), after which the patient regained consciousness. At an unspecified time during the event, the cgm displayed a reading of 116 mg/dl, while a blood glucose meter reading showed 32 mg/dl. At the time of the report, the patient stated she was feeling well. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.